Event description:
It was reported that the user experienced episodes of low blood glucose during the night while using the ilet system and then experienced high blood glucose after treating the lows with glucose tablets and juice; the user received education on the 15/15 rule and requested additional training. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no injury, no hospitalization, and self-management of glucose levels, with a reported blood glucose of 172 mg/dl at the time of the call. Investigation included a troubleshooting discussion and user education regarding appropriate treatment of hypoglycemia to avoid rebound hyperglycemia. Investigation of this case revealed no device malfunction or alarms reported and suggested user overtreatment of hypoglycemia as the likely contributor to subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors and education was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.